Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check with the customer did not identify location of occlusion. Reportedly, customer changed infusion set cannula and resumed pump therapy. Customer's blood glucose was within normal range (value not provided).